Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the detachment of the adc device. The customer contact was made and on (B)(6) 2022 and the customer reported having a seizure and a loss of consciousness. The customer had contact with a healthcare professional who checked the customer's vital signs (blood pressure/temperature), obtained unspecified glucose, and was provided gluco-gel for the diagnosis of hypoglycemia. A diagnosis of hypoglycemia was reported. No further information was provided. There was no report of death or permanent injury associated with this event.